Event description:
Additional information received indicated the patient was asymptomatic. The implantable cardioverter defibrillator (ICD) was reprogrammed, and the patient left in stable condition.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator.